Event description:
It was reported that a dissection occurred. Diagnostic coronary angiography revealed a 90% stenosed target lesion at the ostial to proximal segment of the right coronary artery. The lesion was treated with rotational atherectomy followed by dilation with a non-boston scientific balloon. Intravascular lithotripsy was completed with a non-boston scientific balloon. A 4.50 x 15 emerge was selected to treat the lesion followed by laser atherectomy. Optical coherence tomography revealed a large degree of dissected neointimal tissue and a 4.00 x 48 synergy was deployed. Post revascularization, 10% residual stenosis with thrombolysis in myocardial infarction (timi) flow 3 was noted.